Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated diminished right ventricular sensing. The device memory indicated a ventricular tachyarrhythmia therapy (antitachycardia pacing). The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) that resulted in inappropriate anti-tachycardia pacing (atp). Following atp the arrythmia accelerated and high voltage therapy was delivered. The rv lead also exhibited diminished r-waves. The rv lead was reprogrammed and remains in use. Three days later following reprogramming the rv lead was checked and no further twos was observed and it was noted that the r-waves had recovered. No further patient complications have been reported as a result of this event.